Event description:
It was reported that when the device was used during a laparoscopic-assisted vaginal hysterectomy, and while firing initially across the ovarian ligament with a vascular cartridge, no bleeding was noted. Surgeon felt like only half the cartridge fired. Reloaded with another vascular cartridge which did not fire. Pt bled an undetermined amount from staple line post-op; 4 units of blood transfused. Pt doing fine now. Device was used partially articulated, not fully.